Event description:
Discussed with pt lack of benefit for orthovisc for oa. Last injection in series (B)(6) 2017 and pt hasn't noticed any difference in pain level. Discussed duration of effect and to report issue to dr. Pt already notified dr and wanted add'l info on efficacy. Discussed options and mbr following up with dr. Rph. "Is the product compounded: no, is the product over-the-counter: no."